Event description:
It was reported the patient experienced increased pain in the low back radiating to bilateral lower extremities. An x-ray was done which showed the catheter had fallen 4 vertebral levels. The patient underwent surgical revision for the dislodged catheter. The drug used in the pump was bupivacaine 40 mg/ml and clonidine 150 mcg/ml delivered at 8.999 mg/day. The patient recovered without sequela.